Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon inserted t-pal trial implant with impacting on the applicator. X-ray was taken for placement and the surgeon determined further disc preparation was needed. Trial implant was removed by hammering. Surgeon then re inserted the trial and noticed the tip of the trial was not ridged but flexible. The tip of the trial sheared into a vein that he had been trying to avoid during the operation. The trial was removed and the bleeding controlled with bipolar forceps. On closer examination of the trial, it was noted that the round ball on the end of the trial had snapped off and broken in the t-pal applicator. The round end was removed from the applicator and the broken trial set aside. Another was selected and the procedure was completed.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The product has returned, investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The distal tip of the instrument is indeed broken off. We do suppose though that the damage of the t-pal small trial implant inner shaft may have been caused due to high mechanical force which was applied during use, hammering. Note that this is a rather delicate instrument. We have not had a single complaint of this particular item so far. Nevertheless, as we have had similar complaints of such nature with other instruments, our pdc has decided to revisit this particular design in order to eliminate such problems in the future. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected.